Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the upper and lower cases were broken. It was noted that the output connector assembly was broken, hanger assembly was contaminated, lower case was contaminated, encoder assembly was contaminated, four knobs were missing, battery wire was pinched, hanger screw was contaminated and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not working. It was recommended that the epg be returned for service, but its current status is unknown. There was no patient involvement.